Event description:
It was reported that an x-ray revealed the right ventricular lead was fractured due to a sub clavian crush. The physician was aware of the fracture for about a year. The physician elected to cap and replace the lead during a device change out procedure. The patient was doing well post procedure.